Event description:
A customer was unable to calibrate their vitros eci analyzer for vitamin b12. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.